Event description:
It was reported by service report that the bed had a broken yellow handle on the head left siderail with sharp edges. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: release handle.